Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone cal that they had air bubbles in tubing and reservoir. The customer also had high blood glucose level of 461 mg/dl. The customer's current blood glucose was 321 mg/dl. Troubleshoot was performed and air bubbles were removed successfully. The customer also reported bent cannula. Customer reports they did not allege pump was under delivering. The device will not be returned for analysis.